Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference#3002808486-2018-00919. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference #1820334-2018-02985. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein as prophylaxis for deep vein thrombosis (dvt)/pulmonary embolism (pe). Patient alleges tilt, migration, device is unable to be retrieved, caval thrombosis, embedment. Patient further alleges lower back and stomach pain, nausea, and anxiety. Attempted retrieval on (B)(6) 2013, was unsuccessful.

Manufacturer narrative:
Investigation: evaluation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, caval thrombosis, tilt, migration, unable to retrieve (embedded), deep vein thrombosis, pain, anxiety, nausea '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported anxiety, nausea is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.